Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated creatinine result generated on the architect c4000 analyzer on one patient. Results provided: (B)(6) 2020 sid (B)(6) = 3.8 mg/dl, another laboratory = 1.4 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for evaluation. A review of ticket trending for architect creatinine reagent lot number (19418un19) did not find any atypical complaint trends identified. The trend review by the product list number (3l81) also found no trends related to this issue. Labeling, including sample handling procedures was reviewed and found to adequately address the issue under review. No product deficiency was identified.